Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue of error code e116 (otv error) was confirmed and found to be caused by a printed-circuit board failure. There were traces of liquid inside the device. In addition, service also found a crack on the left corner of the front panel, and the top cover was damaged by an impact. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, the device displayed an error code e116 (otv error). There was no impact to a patient or a procedure. There was no patient/user harm or injury reported due to this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the error could not be determined. The issue may have been caused by damage on the top cover allowing liquid to enter the device, causing the graphics processing unit to malfunction due to liquid or humidity. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "9.2 troubleshooting guide: ·code:e116 ·error message:otv error ·possible cause:camera control unit malfunctions. ·solution:immediately turn the light source off and turn it on again after a while.if the same problem occurs after turning the light source on again,immediately turn the light source off,unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.